Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked after being smashed while in a pocket, rendering the display unreadable and unresponsive to touch; this reflects a device fracture involving the touchscreen, and the user continued glucose monitoring with dexcom. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with fracture damage to the device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.